Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump infused too fast, that the infusion bag emptied sooner than expected. No patient harm reported. Although requested, no other event information was provided.

Manufacturer narrative:
The customer's report that the pump module infused too fast was not confirmed. The pcu event log showed that on february 1, 2016 at 12:30 pm the pcu was powered on and the pump module was attached as channel a. At 12:32 pm a basic infusion was started at a rate of 150ml/hr with a vtbi of 10ml. At 12:36 pm the infusion ended in an infusion complete-kvo alert. At 12:40 pm the pump module was powered off with a primary volume of 10.304ml recorded as having been infused. The pump module was not used again for any additional infusions. Physical inspection of the device confirmed the presence of dried fluid residue on the underside of the membrane frame and on the bezel assembly, however the pumping fingers, occluders, and bezel assembly grooves were found to be clean with no signs of fluid ingress. The pump module was tested for rate accuracy and was found to be infusing within specification. The root cause of the reported event was not determined. The event administration set was not returned for investigation.